Event description:
The company was notified that out of 19 mitroflow valve implants at the customer's facility since (B)(6) 2010, 4 patient's were diagnosed with endocarditis. For each case, (B)(6) was identified as the responsible organism. The implants occurred in (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, and (B)(6) 2010. According to the information provided on (B)(6) , the patient receiving the mitroflow valve (s/n (B)(4) ) on (B)(6) 2010 was diagnosed with endocarditis on (B)(6) 2010 and transferred to mayo for continued therapy and care on (B)(6) 2010. It was reported that the patient expired, but a date was not provided.

Manufacturer narrative:
Method: a review of the device history record was completed. Results: the manufacturing traveller and the sterilization records for the subject valve were pulled and reviewed by quality assurance at sorin group (B)(4) , mitroflow division. The results confirmed that this valve satisfied all material, visual, and performance standards required for a size 25 mitroflow aortic pericardial heart valve at the time of manufacture and release. Note: as part of the investigation, the review of the sterilization records confirmed that the four valves (s/n's (B)(4) ) associated with the endocarditis cases at this facility were not processed in the same sterilization lot.